Event description:
Nursing home resident slipped between sten barr safety air mattress and amfab 5700 rails and died of positional asphyxia per medical examiner after autopsy and event review. Sten barr and amfab and nh all aware of FDA adverse event reporting regs but elected to not report.